Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury occurred to the patient the customer responded "yes, superficial skin trauma that healed uneventfully.".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be properly aligned. Upon functional inspection, the pawl failed to return to its proper position after firing each staple. The stapler was disassembled. The part of the trigger which interacts with the pawl was observed to be shaped irregularly. It was determined that the probable root cause of this complaint was an issue with the trigger. Die casting anomalies were observed anomalies on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.